Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email low blood glucose levels. Customer's blood glucose level was 49 mg/dl. Customer treated their low blood glucose levels with glucose tabs and peanut butter crackers. Customer advised the night before they went low they had been bowling and eating dinner. Customer declined to speak to the 24 hour helpline.